Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the device's blower.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it had no ventilation output. There was no patient involvement associated with the reported event.